Event description:
A customer reported experiencing a cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the customer through the reset process. After the reset, the cgm error did not reappear, and the customer was able to successfully start a new sensor session.